Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the ER for a blood glucose of 300 mg/dl; her blood glucose was also 350 mg/dl earlier that day. The customer's blood glucose had been high all that day and she did not feel well; she experienced nausea and frequent urination. The customer did not each much and bolused with the insulin pump but her blood glucose did not decrease. The customer changed her infusion set twice since the high blood glucose began. The customer treated with a manual insulin injection. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer declined troubleshooting for site related issues. A high pressure test was performed and the device passed. The customer was advised to change her entire infusion set, reservoir and insulin and treat per health care professional's instructions. The insulin pump will be returned for analysis and a replacement device will be sent to the customer.